Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l59478, implanted: 1999-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 749851, serial# (B)(4), implanted: 1999-(B)(6), explanted: 2013-(B)(6), product type extension. Product ID 7434-e, (B)(4), implanted: 1999-(B)(6), product type programmer, patient product ID 3998, lot# l56730, implanted: 1999-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient¿s first implant was in 1999 and they reported poor coverage so they met with their health care provider (hcp) ¿for the next implant¿ and had great results. No further information reported regarding patient¿s first implant. (B)(4).